Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
A patient reported they were getting the reposition antenna screen the recharger. They attempted to recharge the day prior to report and were unable to recharge. The patient was getting poor communication on the patient programmer with and without the antenna attached. The patient last felt stimulation and last successfully charged a few weeks ago. The patient was redirected to their healthcare provider. The indication for implant was post lumbar laminectomy syndrome. Additional information was received. An overdischarge was reported and the patient had not charged in 3-6 months. A physician mode reset was scheduled for (B)(6) 2016. Additional information was received. A power on reset (por) message occurred about 5 months ago and led to having a battery replacement on the day of the report. The patient was ill for a period of time which made them negligent with recharging which led to the overdischarge/por. It was reported that intra-operative/post-operative out of range impedances/high impedances were noted at electrodes 2, 3, and 4. Patient was lacking left hip coverage and after they did some reprogramming the coverage was better. The issue was reportedly resolved and no further complications were anticipated.